Event description:
It was reported the patient did not charge her ipg and it was subsequently explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.